Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event 8 is detectable and preventable by handling device in accordance with the following IFU. Evis lucera jf /tjf type 260v operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope evis lucera jf /tjf type 260v operation manual chapter 4 operation:4.2 using endotherapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the nozzle. There was no patient involvement.